Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event on (B)(6) 2025 where the infusion set tubing detached from connector. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007756, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007756 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 5 on 26/jun/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4f01647 was manufactured according to the wi version 07 manufactured in the machine itl01, on 18/jun/2024, with a total of (B)(4) units. The lot 4f03083 was manufactured according to the wi version 07 manufactured in the machine itl01, on 27/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008916, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008916 was manufactured according to the work instruction (wi) 116 and manufactured in the line 4 on 26-aug-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4h02957 was manufactured according to the wi version 7 and manufactured in the machine itl01 on 26-aug-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g04376 was manufactured according to the wi version 7 and manufactured in the machine itl01 on 13-aug-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4h02652 was manufactured according to the wi version 7 and manufactured in the machine itl01 on 23-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.